Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time no further information is available and records indicated these products remain in service. Should additional information become available this report will be updated.